Event description:
A report of a post-operative screw breakage in a 4-level construct. The broken screw is in the inferior level. The initial surgery took place approximately 6 months ago. There was no patient injury and no revision surgery has been reported.

Manufacturer narrative:
(B)(4). No revision surgery is known to have occurred. No radiographs have been made available for review. The root cause has not been identified. Review of labeling notes: "potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)."